Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure a right atrial lead was placed with in range measurements and was screwed in, but the lead dislodged several times. Given the procedure was exceeding the anticipated time of completion, a new lead was used to complete this procedure. No adverse patient effects were reported. This lead is not available for return. Given this information this event has been concluded. Should updated information become available, a follow up report will be provided.